Manufacturer narrative:
The customer¿s report that a 500ml bag of d10w programmed to infuse 1ml/hr was discovered to have 250ml of fluid remaining after approximately 3 hours was not confirmed. Physical inspection noted the device to be in good condition. There were no anomalies noted on the primary set. Analysis of the pcu event log shows that at 2:55 pm on (B)(6) 2016 the module was programmed to infuse 10% dextrose (d10w) at 1ml/hr for a vtbi of 4ml. At 5:44 pm, the device was channeled off, which powered off the system. The volume recorded as being infused during this period was 2.78ml. There were no alarms prior to the device being channeled off. The starting volume of the fluid container cannot be verified through the device logs. Functional testing and timed rate accuracy testing found the device to be delivering fluid within specification. No leaks were observed on the primary set during functional or pressure testing. The root cause of the customer¿s report of d10w infused faster than programmed was not identified.

Manufacturer narrative:
Concomitant product: non-cfn ext set; 500ml of dextrose, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 500ml bag of d10w programmed to infuse at 1ml/hr was discovered to have only 250ml of fluid remaining after approximately 3 hours. The peripheral IV (piv) insertion site was swollen and the piv was removed. The patient had a serum glucose of 811, stable vital signs, and was active with no changes in behavior. The physicians were notified. No report of patient harm.